Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 22.5mmol/l to 26.0 mmol/l at the time of incident. It was reported that the customer treated high blood glucose levels with manual injections. It was reported that the customer checked for air bubbles and noticed that there were no leaks and air bubbles. The customer was advised to remove the infusion set and reservoir. Troubleshooting was not completed for high blood glucose levels during the call. Product is not expected to return.